Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd syringe s2 10ml 22ga 1-1/4in leaked. The following information was provided by the initial reporter: "when the nurse used a disposable syringe 10ml to extract normal saline, she found that there was leakage and cracks in the syringe, so she replaced the syringe. "

Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 301945 lot 1903250 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break as a consequence of the strong conditions during use of the product. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that a bd syringe s2 10ml 22ga 1-1/4in leaked. The following information was provided by the initial reporter: "when the nurse used a disposable syringe 10ml to extract normal saline, she found that there was leakage and cracks in the syringe, so she replaced the syringe. "